Manufacturer narrative:
The pump was received with all buttons responding properly. No damage or moisture damage on the keypad assembly noted. No unlocked lcd keypad connector or button error alarms noted. The pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, minor scratches on the display window, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed a button error alarm. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.